Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a vt ischemic procedure (omivt) in a patient who had an aneurism observed at the left ventricular apex before the procedure. Left femoral approach was conducted with a non bwi sheath (short sheath) and a 6fr his catheter was inserted placed at the his. Right femoral approach was conducted with a non bwi sheath (8fr long sheath) and the navistar thermocool was placed at the left ventricular. Rapid heartbeat was induced and about 100points was obtained. During mapping, the his catheter was placed at the right ventricular apex to conduct pacing. Ablation was conducted at the septal apex at 30-45w for 30-70seconds total of 6 times. There was no drop in impedance observed, but the blood pressure decreased. Cardiac echo was conducted after the ablation and a cardiac tamponade was observed. Cardiac drainage and administration was conducted but the blood pressure was unstable. Finally the thoracotomy was conducted to treat the patient. The physician commented that it was possibly the tamponade occurred at the thin area at the aneurysm, but have no idea when the perforation occurred. Patient's outcome was said to have improved.